Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign matter could not be identified. There were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, foreign material was found in the device. There was no procedural impact or patient harm associated with the event.

Manufacturer narrative:
During inspection and testing, foreign material was found in the device. In addition, the air/water mouthpiece was partially defective and the water bottle was not connected due to handling, angulation was reduced and there was play in the angulation control knob due to the angle wire being stretched, the nozzle was dented, the air/water cylinder was deformed, the adhesive was deteriorated due to stress, the insertion tube was deformed, and the connecting tube was buckled. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.